Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. Philips field service engineer (fse) was unable to duplicate the reported issue. No error codes were found in the device history record. The fse found no fault with the ventilator. Short self test and extended self test (sst & est) passed. The fse advised the customer to replace the exhalation filter. The device successfully passed performance specification testing.

Event description:
The customer reported that the unit was unable to "retain the co-2". There was no patient or user harm reported. The event date was not specified; estimate used.